Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that device showed under sensing and detected false asystole episodes were detected within 24 hours of the device implant. The readings were consistent with loss of contact. The device remains in use. No patient complications have been reported as a result of this event.